Event description:
A report was received that the patient was experiencing itching on different spots on his body. The patient was prescribed antihistamine.

Manufacturer narrative:
Additional information was received that the physician believed the itching was not procedure nor device related.

Event description:
A report was received that the patient was experiencing itching on different spots on his body. The patient was prescribed antihistamine.